Event description:
(B)(4). Unable to wear tampons immediately post placement without severe inflammation of vaginal wall and infection. Never had problems before. Tried multiple brands, and it was not brand. Happened first-month post essure placement. Severe allergies to any non-gold jewelry within days of essure placement. Chronic abdominal bloating since 2 days post essure placement. Chronic bleeding with menstrual cycles lasting up to 13 days per month for 7+ years post essure placement. Ovarian cysts and essure migration out of left tube at year 7 post placement.